Manufacturer narrative:
H10: the actual device was not available; however, seventy-five (75) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The blue hangers were functionally tested on the hanger strength with a calibrated pull tester capable of travel speed of 20" per minute. All hanger samples had passed the peak force of minimum 20lbs without any fracture. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hanger of an unspecified quantity of clearlink system secondary medication set broke after a short time of being hung. This issue was identified during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.